Event description:
Pt seen in emergency room for hypoglycemia. Pt had recently started an intensive exercise program. Treated with intravenous glucose at emergency room. Following release, and on physician's order, pt reduced insulin delivery rate.